Manufacturer narrative:
The pump has been returned to animas for evaluation and investigation completed 01-oct-2018. On investigation, the display screen demonstrated dim/fading/color spectrum issue as alleged in the complaint. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.